Manufacturer narrative:
(B)(4).

Event description:
It was reported that the ventricular lead exhibited loss of capture due to dislodgement. The lead was extracted and replaced successfully. The patient's condition was good post procedure.